Manufacturer narrative:
The service technician reported that the reported phenomenon was duplicated through operation checking. Moreover, the event log revealed that diagnosis code 1105 (alarm led failed) had occurred. Therefore, the power switch overlay was replaced, and the phenomenon was resolved.

Manufacturer narrative:
Report date: 30aug2021. Reporter phone number: (B)(6).

Event description:
The customer reported that alarm led failed alarm occurred while the unit was in use on patient, but there was no patient harm reported. No delay in therapy or medical intervention was reported. The customer contacted product support and requested for service repair.